Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for peripheral neuropathy and spinal pain. It was reported there was a loss of stimulation. It was noted that the implant was on, but the patient was not able to feel any stimulation. No trauma or falls were reported that could have been related to the issue. It was noted that the patient had not checked his device with the patient programmer (pp). The caller stated the pp would not turn on and the pp batteries were dead and needed to be replaced before troubleshooting. It was later reported that the pp batteries had been replaced and the pp was working. The patient confirmed that his implant was turned on. The patient noted that he had tried changing groups and programs and adjusting to the highest stimulation, but he was still not able to feel stimulation. It was noted the lack of stimulation began (B)(6) 2016. The patient was redirected to his healthcare provider (hcp). Additional information received from a hcp reported actions or interventions taken to resolve the issue with not feeling stimulation included the patient meeting a manufacturer's representative (rep) in the hcp's office for reprogramming and an x-ray was taken. The x-ray showed a sharp bending lead for which the doctor ordered a revision. The cause of the patient not feeling stimulation was determined to be the bending lead seen on the x-ray. Additional information received from the rep reported that impedances measurements were taken at 0.7 v, 1.5 v, and 3 v on the 0-7 lead and there were out of range values on electrodes 1, 2, 3, 6, and 7. No trauma or falls were reported that could have been related to the issue. The rep was able to program on 4-5 to get the patient some therapy. Symptoms reported included a loss of therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.